Event description:
It was reported that the patient was having nausea symptoms during the trial procedure and the trial was abandoned. No products were implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.